Manufacturer narrative:
Evaluation summary : deformation was evident to the distal tip. The balloon was partially inflated. The proximal balloon bond was necked. It was not possible to inflate the balloon in order to perform deflation testing due to the condition of the proximal balloon bond. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath. A slight tightness was felt during removal of the packaging stylet but it was removed without much effort. One inflation was performed. No difficulties were noted during inflation of the device. The device was not moved or repositioned in the lesion. 50-50 contrast/saline solution was used. A non-medtronic guidewire was used. Correction: patient identifier for reg report (B)(4) is (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an nc euphora rx ptca balloon catheter was used to treat a none tortuosity, moderate calcified lesion in the proximal circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was used during delivery. After stent deployment the nc euphora balloon was used to post dilated. It was inflated at 12 atm. It was reported that thereafter the balloon could not be deflated. Neg pressure was done a few times until the balloon got small enough to remove. There was some residue inside the balloon when it was removed. The patient is alive with no injury.